Event description:
Customer reported a failure of the ups that provides power to the immulite 2000. Damage was found inside power supply. There was no harm to the instrument, operator or pt. There was no report of adverse health consequences as a result of the ups failure.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer's site. Analysis of the instrument indicate that the cause for the ups failure was due to a liquid spill from the reagent waste tube. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.